Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing included underwater leak testing, clear passage testing and clamp function testing. The reported problem was verified during visual/functional testing and the cause of the leak was determined to be a hole in the tubing, approximately one and a half inches from closed sleeve. The reported condition was verified. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a uv flash transfer set leaked. The leak in the tubing was four to five centimeters from the twist clamp. There was a "cruck on the tubing". The uv flash transfer set was not used before this event. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available